Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Customer addressed low bg by taking two dextrose; this caused the customer's bg level to rise. The customer then took 4 units of insulin to address the rising bg levels and used the "sleep" control iq setting on the pump. Upon waking, the customer's blood glucose level was 119 mg/dl. Reportedly, later that day, the customer was hospitalized after collapsing and experiencing a seizure and cramps caused by a low blood glucose level. The customer's father called an ambulance. Medical personnel treated customer in the ambulance with a glucagon injection. At the hospital, the customer was treated with intravenous glucose. The cause of the low bg could not be determined. At the time of event, no pump issues were identified. Reportedly, the customer was released from the hospital after six hours with no permanent damage and issue resolved.